Event description:
Received spontaneous email from field nurse to report that one of the spikes was defective. Spike did not have an opening ¿ it was closed off; it was all plastic so she could not aspirate fluid into the syringe using the spike lot#0061632338. Expiration date: 8/31/2023, no other information provided. Diagnosis or reason for use: pah.